Manufacturer narrative:
The customer did not provide patient demographics such as age, date of birth, sex or weight. The beckman coulter (bec) field service engineer (fse) noted the noted two (2) of the three (3) mixers stuck. The fse replaced the three (3) mixers and mixer belt. The fse replaced the aspirate probes and associated peristaltic pump tubing. The fse replaced the substrate probe, rebuilt the wash pump, cleaned and lubricated the wash pump and precision pump valves as well as removing and cleaning the wash wheel. The fse verified instrument performance by running a passing system check, precision run and quality control (qc). In conclusion, the cause of the non-reproducible access accutni+3 results is due to a hardware malfunction although no one part can be implicated.

Event description:
The customer stated they noted elevated troponin I (access accutni+3) results for ten (10) patients on the access 2 immunoassay system (serial number (B)(4)). The customer repeat tested the samples on an alternate access 2 immunoassay system (serial number not provided) and obtained lower results. The elevated access accutni+3 results were not reported outside the laboratory. There was no report of any change or impact to patient care or treatment. A beckman coulter (bec) field service engineer (fse) was dispatched to assess instrument performance. Access accutni+3 quality control (qc) was recovering outside the customer's established limits after the reported event. Samples are collected in plasma separator tubes or serum separator tubes. Samples are centrifuged at 13,000 revolutions per minute (rpm) for four (4) minutes at room temperature. The customer did not note sample integrity issues.